Event description:
It was reported the patient presented to the emergency room with intermittent asystolic episodes. The device had no pacing output and the right ventricular lead had high thresholds and loss of capture. A temporary lead was placed and the patient was externally paced until the device could be replaced. The device and the lead were removed and replaced with a pacemaker as it was determined the patient no longer needed an ICD. Later, the new lead dislodged several times and was replaced, noting there was no longer confidence that the helix deployed fully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. No anomalies found; full lead returned and analyzed.